Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Bock h11: the returned percuflex plus ureteral stent was analyzed, and upon magnification it was observed that the bladder coil was detached, and the knot of the retrieval line was in the suture hole with a torn. Additionally, the suture was returned cut off and the positioner was not returned. During the media analysis, the first picture showed the original box labeled; however, the device was not detected. No other problems with the device were noted. The reported event was not confirmed. With all the available information, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to conclude that this problem may be caused by operational factors, due the evidence of not pulling gently the retrieval line during the procedure and the knot of the retrieval line was in the suture hole with a torn, causing the coil detached, affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is failure to follow instructions since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2023. During the procedure, when the device was unpacked, the stent was found damaged. It was noted that the stent was broken into two pieces. The procedure was successfully completed with a non-boston scientific device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2023. During the procedure, when the device was unpacked, the stent was found damaged. It was noted that the stent was broken into two pieces. The procedure was successfully completed with a non-boston scientific device. There were no patient complications reported as a result of this event.